Manufacturer narrative:
The events of capsular contracture, seroma, and inflammation/irritation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma, and inflammation/irritation.

Event description:
Patient reported "problems from the beginning on. Breasts got harder and harder. On the left side she has capsular contracture and at regular intervals the breasts swell up and become really hot". This pr refers to right side. Device remains implanted.